Event description:
Caller reported that the insulin gauge on the pump displayed an unexpected amount, indicating a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Caller was educated on the accuracy of displayed values and instructed to deliver a 10.2 unit bolus, which led to a revised estimate. Although there was still a significant discrepancy, necessary steps such as removing air and using room temperature insulin were confirmed. Caller was advised of the single-use label on cartridges and was recommended to change the cartridge. However, the caller chose not to load a new cartridge and decided to continue using the current one, with an option to follow up if needed.